Event description:
Additional information was received indicating a lead fracture was suspected by the physician however was never confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was scheduled to be explanted for normal battery depletion. During a pre-op device check it was noted that this pacemaker and right atrial (ra) lead exhibited noise, oversensing, undersensing, high pacing thresholds, and complete loss of capture. The device was explanted and the ra lead was capped. No additional adverse patient effects were reported.